Manufacturer narrative:
D10, h2, h3, h6. One 72202901 footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. Instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. A customer photo was attached which is also attached to other complaints. It depicts an anchor that may have a broken distal barb, but is not confirmed. No anchor was returned for this device. No anchor suture was returned. Only threader with suture was returned and inserter itself. There was no obvious damage. Audible click upon rotation of the torque limiter was confirmed. The inner shaft advanced and retracted with rotations. Per instructions for use: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Prep instrument for normal bone conditions is a 3.8mm straight awl. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during shoulder rotator cuff the footprint was found cracked when use. It was removed from the patient. No significant delay and a back up was available to complete the procedure. No other complication was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.